Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error when programming a bolus. Customer stated that she was entering blood glucose readings and the insulin pump froze and would not move up numbers. Customer's blood glucose reading at the time of the call was 481 mg/dl. No further information reported.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. However, the pump had intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens were noted. The pump also had a cracked case at the display window corners and display window, as well as minor scratches on the lcd window.